Manufacturer narrative:
It was reported that during procedure the ds was leaking was confirmed. The investigation found that a fracture was found on the screw part of the extension tube. Upon testing it further, which was identified as the likely cause of the leak. Image provided by the field appeared to show the extension tube. As event appears to be related to a potential product quality issue; therefore, exception issue (B)(4) has been initiated to further investigate this complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 jul. 2025, a 9f amplatzer torqvue delivery system (ds) was selected for implant. It was noticed that there was saline leaking out of the transmission and switching system. It was noted that there was a crack at one of the connections. The device never made contact with the patient. The ds was replaced to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Manufacturer narrative:
It was reported and confirmed that the hub of the y-connector extension tube was cracked. Investigation revealed a fracture on the screw part of the extension tube, which, upon further testing, was identified as the likely cause of the leak. As the event appears to be related to a potential product quality issue, the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. A review of the device history record confirmed that all manufacturing and inspection operations were properly performed and that the product met all specifications prior to shipment. Additionally, the observed bent damage on the returned delivery system may have resulted from shipping or transportation-related stress, which is also consistent with excessive manipulation. However, this cannot be determined.

Event description:
N/a.